Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient experienced a loss of efficacy. The issue occurred during normal use. The product status was marked as 'implanted - out of service,' but it was noted that surgical intervention occurred. It could not be explained why there was a loss of efficacy. The rep believed the patient just wanted it explanted because they were very thin, young, and could feel the implant. They said it worked, but bothered them because they could feel it. However, they also said it did not work although the doctor said it worked and reported it worked. There was no plan to replace the product with another manufacturer product in the future. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va23ajc, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the device did not work for symptom control. The most likely cause of this was due to patient's weight and sexual activity. The customer refused the device return. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va23ajc implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.